Event description:
The customer reported a table communication error message and the x-rays were disabled. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The table generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.